Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, it was reported that the distal end of the velocity was fractured and was not retrieved. No additional information was provided. The procedure was completed using another velocity.